Event description:
Large robotic suturecut 8mm needledriver inspected by surgeon and scrub tech at beginning of robot case. Noted that suturecut was on it last use. During case, while instrument was in body, instrument snapped. Instrument immediately removed. Area was swept by surgeon to ensure no missing pieces.